Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the bacterial infection was related to product performance of the intellanav mifi open-irrigated ablation catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that three weeks after an ablation procedure to treat paroxysmal supraventricular tachycardia using an intellanav mifi open-irrigated ablation catheter the patient developed infective endocarditis. The procedure was completed successfully on (B)(6) 2023 and the infection was identified on (B)(6) 2023. The patient was admitted, and a thoracotomy was performed, after which the patient received antibiotics. As of (B)(6) 2023 the patient was still hospitalized but it was reported their condition is improving. The event is considered to still be ongoing, and no other patient complications have been reported. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.